Event description:
The customer reported via phone call that the o-ring had come out of the reservoir compartment. The customer was unaware of how the damage occurred. Most recent blood glucose level at the time of the call was 246 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.